Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. This lead also exhibited high pacing threshold and impedance issue. This lead was successfully replaced. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.